Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had low blood glucose levels. Customer was admitted as an inpatient for medical treatment on (B)(6) 2014. Customer's blood glucose level was 55 mg/dl. Customer stated that the battery ran out and it was replaced. Customer does not thing basal settings are too high and will speak with diabetes center to change. Customer was advised to disconnect from the set and to remove the reservoir from the pump. Customer was also advised to check the status screen and to visually inspect the reservoir. Customer stated that the pump was exposed to a MRI on saturday. Customer performed a displacement test and the test failed. Customer stated that he did not have supplies with him and after the MRI, he started having low blood glucose levels. No additional information provided.